Manufacturer narrative:
Follow-up #1: date of submission 9/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The alarm history shows a low battery warning on (B)(6) 2016 00:49 followed by a replace battery alarm at 01:01. The next prime was recorded on (B)(6) 2016 07:34. The bb starts on (B)(6) 2016. The bb data for event date (B)(6) 2016 is overwritten due to continued use. No pors observed in available bb data. No damage found to returned battery cap. Returned battery cap secures tightly to the pump with no yellow ring showing pump boots to the verify screen with audible and vibratory features. Pump completed 24hr duration testing with no por¿s duplicated. The returned battery cap contact measurements are in specification. Pump current draw measured within spec. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 300 mg/dl with moderate ketones. The reporter indicated waking up not feeling well and checked the pump to find it was unresponsive. The reporter replaced the battery and the pump powered on. The pump history indicated that the pump had alarmed for a low battery and 12 minutes late alarmed for replace battery. The user indicated not hearing the alarms due to use of ear plugs while sleeping. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of not responding to alarms and an issue of the battery only last 12 minutes between the low and replace battery alarms.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2016 with the following results. There is a crack in the battery compartment.